Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the cannula, trocar and circular seal appeared intact. The duckbill seal was stretched out. The obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched and the port failed an air leak test. Pmv performed functional testing: when the trigger was actuated, the knife blade advanced and cut through the test media. The port failed an air leak test. Functional testing was performed and when the trigger was actuated, the knife blade advanced and cut through the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The secondary finding of the port which failed an air leak test is not related to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the trocar was locked in the safety position. The blade does not come out and cannot perforate the patient¿s abdominal wall. Another device was used to complete the case. There was no patient injury.